Event description:
The user facility reported that the device "wobbled on the pt's head." Received add'l info in 2008 from the o.r. Coordinator. He advised that there was no injury to the pt but if the device had been used, there would have been a problem. He further stated that the resident was handling the device, and it was wobbling prior to being used on the pt. This device did not come into contact with the pt.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.